Manufacturer narrative:
Device components were investigated by the product investigation laboratory (pil) with the following findings: pil was unable to confirm a failure of the muffler assembly. Pil was able to confirm failure of the system printed circuit board assembly. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's electrically erasable programmable read-only memory was replaced on the system printed circuit assembly to address the issue. Additional findings not related to the malfunction/issue included final test failure for system leak verification requiring replacement of the muffler assembly.